Event description:
It was reported the pt was experiencing discomfort at the ipg site. The pt stated the ipg was uncomfortable and migrating. Surgical intervention was undertaken and the ipg was relocated. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Correction: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.